Event description:
Patient reported that the v-go is not adhering as it should. Patient mentioned as she is sleeping sometimes the v-go falls off. Patient is placing the v-go on her lower abdomen, abdomen and back arm.